Event description:
Doctor reported, "patient with a universal2 total wrist implant showed signs of osteolysis." Additional clinical information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.